Event description:
Customer called to report air bubbles in the reservoir of the insulin pump. Customer stated that he does not think the infusion set is delivering insulin. It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose ranged from 224-343 mg/dl. Troubleshooting was done. Replacing infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.